Manufacturer narrative:
Continuation of d10:  ddpa2d1 ICD, implant date: (B)(6) 2024. 7122 lead, implanted on (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an atrial impedance measurement of 0 ohms and that there was atrial undersensing on the right atrial (ra) lead. There was also one episode of atrial lead noise with oversensing. It was noted that an alert was trigger for the 0 ohms impedance. The patient was brought into the office for testing. Provocation maneuvers were performed which showed some shorts bursts of atrial lead noise seen with oversensing, it was noted there was no sign of the 0 ohms measurement in office. Reprogramming was done. Additionally, it was reported that one month earlier there was one stored episode of at/af (atrial tachycardia/atrial fibrillation) where the implantable cardioverter defibrillator (ICD) experienced oversensing that appears to be noise/emi(electromagnetic interference). The ra lead and ICD remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that an unscheduled transmission shortly after a recent generator change showed atrial undersensing on current electrograms (egm) with atrial rates fluctuating between regular and lower than the programmed lower limit and asynchronous pacing, and far field r-wave (ffrw) oversensing was observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.